Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During an onsite visit the fse (field service engineer) was not able to duplicate customer reported event. Fse checked eyetracker without finding, device met specifications. No technical root cause was identified as the product was found to be within specifications. Device worked as intended. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A nurse reported the eyetracker stopped tracking and then a system message displayed saying surgery was complete. Additional information has been requested.